Event description:
Information was later received that this lead was explanted due to high impedance measurement and no capture.

Manufacturer narrative:
This lead was explanted. Pending the return and completion of lab analysis, this section will be updated appropriately.

Event description:
Boston scientific crm received information that this patient presented with pain in chest and back, a quivering sensation and pounding in her neck and back. The device was programmed aair and dropped beats were noted. Noise and farfield oversensing were noted on the atrial lead. Additionally, impedance measurements were greater than 2500 ohms and there was no capture. The atrial lead was programmed to unipolar configuration, impedance measurements were 370 ohms and capture was confirmed.

Event description:
Information was later received that the lead was also fractured.

Manufacturer narrative:
This lead remains implanted. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received.